Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced ongoing elevated blood glucose (bg) levels of approximately 340 mg/dl at the highest. The user addressed bg level with a bolus. Reportedly, the contact believes the user needs to have the settings adjusted by a healthcare provider. At the time of report, the user's bg level was 184 mg/dl.